Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. The patient is pacemaker dependent. A temporary pacemaker and lead were successfully implanted. The patient was placed on oral antibiotics and a new system implant was planned. There was no report of adverse patient effects due to the explant procedure.